Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of kinked cannula that led to high blood glucose level over 400 mg/dl. The set was used for about 12 hours and symptoms were noticed 3 or more hours after insertion. The site of insertion was thigh and was rotated regularly. The patient replaced infusion set and resumed insulin successfully.patient took a correction bolus via pump. Patient required third party assistance from mom and trainer. Trainer instructed mom to give her a correction bolus. Patient also replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.